Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right atrial (ra) lead and the right ventricular (rv) lead. The ra and rv leads remains in use. No patient complications have been reported as a result of this event.